Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the proximal end of the lead was returned measuring approx. 455mm from the terminal pin. The tip of the lead including the neck insulation was not received in the ral. Set screw mark noted on the terminal pin. Deformed conductor coils noted in the outer coils. The neck insulation was pulled from the distal end of the anode electrode ring and was not returned. Residual adhesive is noted on the distal end of the anode electrode. The cathode coil at the distal end is stretched, and it has been pulled to the point of fracture. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during the repositioning of the right ventricular (rv) lead. When physician pull lead to reposition it; the electrode end broke. The cable and electrode end were extracted. No additional adverse patient effects were reported.